Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. Noted on the sheet: "reason: knee pain, instability." A 5x9 ps insert and a29 patella were revised to a 5x11 ps insert and a32 patella. Sales branch provided primary and revision usage sheets. Spoke to rep, who confirmed that no further information will be released by the hospital or surgeon.